Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the min and max buttons were not working. They got a new device to complete the procedure. There was no pt consequence.